Event description:
On (B)(6) 2014, it was reported that during a (B)(6) 2014 rescue attempt on an (B)(6) female who fell to the floor while playing a video slot machine. Security arrived within 30 seconds and began assessing patient. They found the patient had no pulse and CPR was initiated within 2 minutes. The AED was connected while CPR was in progress. The pads were placed on the patient and the unit was turned on. The AED kept repeating to connect the pads to the patient, even though they had already been connected. The pads were checked to be certain they were making good contact with the patient's skin and that they were plugged into the AED, the unit would not analyze the heart rhythm - it would continue to repeat connect the pads to the patient. It was reported that they removed the pads from the patient and used a different AED for the patient, which we ended up administering 3 shocks to the patient. It was reported that the patient was not resuscitated.

Manufacturer narrative:
The electronic history from the AED reveals an event on (B)(6) 2014 where the patient pad impedance remained "open" for the entire rescue attempt. "Open" patient pad impedance would result in the AED prompting the user to "connect pads" as reported by the customer. As returned, the AED was connected to a patient simulator set to ventricular fibrillation, a shockable rhythm, powered on and the AED repeatedly announced "connect pads". Inspection of the exterior of the returned AED identified the exterior of the device had physical damage consistent with the device being dropped. The AED was opened and an inspection of the internal components identified additional damage consistent with the device being dropped. This damage resulted in the lower patient cable connector becoming dislodged from patient connector. It is this dislodged from patient connector. It is this dislodged patient connector that caused the patient pad impedance to remain "open". The AED's e-history shows that it was manufactured in 2007 and during its manufacturing; it successfully delivered defibrillation shocks while being connected to a patient simulator. Additionally, the e-history shows that the device was deployed on (B)(6) 2011 and (B)(6) 2012 where illation shocks were delivered. It is believed that sometime after the (B)(6) 2012 event, the AED was physically damaged, resulting in the lower patient cable connector becoming dislodged and the patient pad impedance not reading properly, hence the reason for this MDR.